Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was tubing. The infusion set was in use for six days. The blood glucose level was 386 mg/dl at the time of the event. The patient used insulin pen to treat high blood glucose level. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.